Event description:
It was reported the patient experienced disorientation and the stimulation was too high to walk. Additional information received reported the patient was admitted to the hospital for pain management. Additional information received reported the pain was unrelated to the implantable neurostimulator, since the hip pain was on the opposite side of the device. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product typ lead. Product ID 37752, lot# serial# (B)(4), implanted: explanted: product typ recharger. Product ID 37743, lot# serial# (B)(4), implanted: explanted: product typ programmer. (B)(4).